Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38182314 and lot number 2179384. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this incident.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter inside the patient tore/broke during use. The following information was provided by the initial reporter, translated from portuguese: "the plastic of the abocath/catheter that sits inside the patient tears (breaks)."

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter inside the patient tore/broke during use. The following information was provided by the initial reporter, translated from portuguese: "the plastic of the abocath/catheter that sits inside the patient tears (breaks)."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.